Event description:
A 3.0mm diameter x 24mm length s670 stent was inserted to treat a 85-90% lesion in the left anterior descending coronary artery. It was not possible for the stent to cross the lesion, therefore it was removed from the pt. Another MFR's stent was then inserted and deployed in the artery. The s670 stent was then re-inserted however, it was again unable to cross the lesion. Upon removal of the device it was reported that they noted a strut was sticking up on the stent. A dissection in the artery was noted after the removal of the device. It was reported in the user's medwatch report that the stent likely caused an intimal tear of the artery producing the dissection. The dissection was successfully treated with the deployment of two additional stents. The pt was reported to be fine post procedure and there was no additional clinical sequelae reported relative to the event. Attempts to cross the lesion in addition to the device being inserted and removed twice likely caused the stent strut disruption and contributed to the event.